Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that before the implant procedure, the implantable cardiac monitor exhibited difficulty communicating with the programmer. After the device was implanted, the programmer and device had interrupted communication, where no good signal could be seen on the EKG. The procedure was finished and the patient was interrogated in the recovery room and the r-wave could not be obtained. It was suspected that there was contact issue. The physician elected to explant and replace the device. The new device exhibited normal device behavior. The patient was discharged.